Manufacturer narrative:
(B)(4). Device a was returned with the tissue pad missing. The device was tested with a test handpiece and generator and the device did activate. An error code 5 was not displayed. As the tissue pad was not returned, further functionally testing could not be performed. Device b was returned in good physical condition. The device was tested with a generator and was functional, error code 5 was not displayed. There were no anomalies noted with the functionality of the device. Device b: (B)(4); mfg date 3-10-2010, exp date 2-10-2015. (B)(4).

Event description:
It was reported that during a lap colon resection, they continually received error code 5 with the instruments and handpieces. They had to complete the case using a competitor's device (ligasure). Both instruments will be returned for analysis, but the handpieces will not be returned.